Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and a cut in the tubing was noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack at the glued connection of a male luer connector of an interlink system extension set which resulted in a leak. This event was observed during patient infusion of saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.